Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with good condition. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy was unable to be confirmed. Event log history was performed and showed that two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths medical. Based on the evidence, the complaint was not confirmed. The root cause of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump "failed accuracy +7.11". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.